Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted after 42.7 months of service due to elective replacement indicator (eri). There was no complaint or allegation against the device at the time of explant. No adverse patient effects were reported. The explanting physician later requested that the device be analyzed for possible premature battery depletion.